Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing electrode migration. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient reportedly experienced electrode extrusion and an infection. The recipient presented with inflammation. The recipient was prescribed medication. The recipient had the device explanted and underwent neoplasty during the same surgery. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed along the lead and near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The residual gas analysis result was above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's infection was reportedly not device related. The recipient has healed.